Event description:
Pt underwent heart surgery in (B)(6) 2011. Due to obesity, the surgeon closed the sternum with synthes modular sternal cable wire system, using cannulated screws and cables. In (B)(6), the pt came back to the hospital and was diagnosed with acute mediastinitis. On clinical exam, it was discovered that the pt lost stability to the sternum. During revision, it was noted that all of the sternal cable wires had unraveled. Few of the cables were cut. During examination, the surgeon checked that cannulated screws were positioned as said in technique guide, and they didn't protrude on posterior cortex. The surgeon was sure that sternum had failed quite a while ago since the infection had advanced to mediastinitis. Pt underwent a period of ICU care and a third operation, in which, the sternum was stabilized with plates and screws.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.